Event description:
Clear care plus - forgot contact solution while visiting at a friends house, found this to borrow in the bathroom - wish I had noticed warning but didn't. The bottle looks so similar, although of course now I see the red banner at the top. End of a long day, trying to get to bed. Severe burning after putting contact in the next morning. Hoping I don't have permanent damage. Immediate burning upon inserting contact. Difficult to even get the lens out because the eye/lens was instantly watery and slick from tears. The bottle should be a distinctly different shape and style , different lid opening, not the same flip top as all saline. Maybe a kid proof turn that really gets your attention. The name should incorporate the warning. Instead of "clear care plus" which sounds like any other contact solution - it should have an entirely unique name indicating it is a special treatment. But the different style bottle is critical. (B)(4).